Event description:
It was reported that the customer experienced high level of calibration failures on the large volume pump modules. The customer further stated, "the majority are failing on the lower end of the range". Per an internal physical inspection, it was noted that there was significant air in line damage. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.